Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had alleged that the insulin pump was under delivering insulin because the customer¿s blood glucose changes from 120 mg/dl to 200 mg/dl after couple of hours. Customer stated that the reservoir showed 100 units and the insulin pump showed 54 units of insulin. Customers stated that they did rewind and prime to make sure it matched but it still showed 46 units in insulin pump and 60 units in the reservoir. Customer experienced symptoms such as feeling hot inside and flush. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported backlight anomaly. Insulin pump passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. No backlight anomalies noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed normal bolus deliveries of: 19.8u on 12/15/2021 at 12:31:42, 5.20u on 12/15/2021 at 19:27:38. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case. In summary, pump passed required testing, thus no confirmed device issues. Unable to confirm alleged high bg's. Customer allegation for under delivery was not confirmed. Customer allegation for backlight anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.